Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformance noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Patient reported a right side "rupture," depression due to "bra size was 36c and is now 32a," pain all over body and swelling in the stomach. Device remains implanted.